Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was returned and used for analysis. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to a kink the proximal end of the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire.

Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, upon removal, it was noted that the burr became stuck with wire and could not be separated outside of the patient. Both devices were removed in a block and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, upon removal, it was noted that the burr became stuck with wire and could not be separated outside of the patient. Both devices were removed in a block and the procedure was completed with another of the same device. No patient complications were reported.